Event description:
It was reported the accustick ii introducer system was used in a therapeutic transgluteal drainage procedure. During the procedure, the radiopaque marker came off the sheath and was lodged inside the pt at the right gluteus maximus. At this time, the marker remains inside the pt and will remain. Pt condition is fine. The device was received, evaluated, and retained by this MFR. The engineering eval indicated the radiopaque marker detached from the device was not returned. There is evidence that the marker was originally in place. A small buckle is on the most distal tip of the outer sheath. A lot history search revealed three prior unrelated complaints being reported against this product lot. The possible root cause of this complaint is unknown, therefore, co is unable to determine the relationship between the device and the cause for this event.